Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. Approximately eighteen hours later the pt presented with abdominal pain and went to hospital and was admitted. The general surgeon noted that the pt had "scarred intestines" to the fundus. The went was reported as "transthermal spread".

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.